Event description:
Eclipse homepump, 250 ml, 250 ml/hr, model # e252500, lot # 0202551190 filled with azitromycin 500 mg/0.9 percent sodium chloride 250 ml would not infuse when patient attached eclipse homepump to IV line.